Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Inserted anchor and tied down suture. Inserted a second anchor and upon tying suture, it was apparent that part of the first anchor had come out (broke in half). It is unknown if the anchor was removed.